Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that prior to a unknown procedure, the device attached to handpiece and plugged into generator, tried to test using hand activation and shear failed test, used ace36p and passed test ok, so continued with this shear. No patient consequence.